Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose, high blood pressure, and stress. The blood glucose reading was 498mg/dl. Troubleshooting was performed. Programming and settings in the pump and the calculation for bolus delivery were correct. Ran a self test and passed. No further information was provided.